Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported expulsion could not be conclusively determined. A cause for the reported tissue injury could not be conclusively determined. The reported foreign body in patient is a cascading event of the expulsion. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ degenerative mitral regurgitation (mr) and pre-existing chordal rupture for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, a recurrent mr was observed of grade 3. The previously implanted mitraclip was found to be detached from both the anterior and posterior mitral leaflets in transesophageal echocardiogram(tee), though it remained anchored within the left ventricle via the posteromedial sub valvular apparatus. Examination of the mitral valve leaflets revealed signs of tissue damage on both the anterior and posterior leaflets at the original clip implantation site. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.